Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer¿s blood glucose level was 200+ mg/dl at the time of incident and the current blood glucose level was 400 mg/dl. The customer treated high blood glucose level with manual injection. The customer experienced symptoms related to high blood glucose level like vomiting and nausea. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. The customer was alleging insulin pump was under delivering because of high blood glucose level. Troubleshooting was performed. The drive support cap appears normal. The insulin pump will not be returned for analysis.